Event description:
Philips received a complaint on the Hemodynamic Systems indicating the venus blood pressure is not accurate. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.